Manufacturer narrative:
No product return anticipated; complaint indicates product has been discarded. Complaint history check run on the lot reported yielded five (5) additional complaints for unrelated conditions. Will continue to monitor on monthly trend reports.

Event description:
Customer called to report that pen needle broke off at site of injection. Hospital was able to remove, sample was discarded.